Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to bending of the lead inside the pocket. Another ra lead was successfully placed. No additional adverse patient effects were reported.